Manufacturer narrative:
Product ID 8780, serial # (B)(4), implanted: (B)(4) 2013, product type catheter. (B)(4).

Event description:
It was reported that, following a pump implant, the patient¿s ¿postoperative course was a little rough.¿ the patient was medicated for pain in the post-anesthesia care unit (pacu) and the combination of that medication with the pump¿s starting dose caused a ¿severe respiratory event¿. The pump and catheter were subsequently emptied. At the time of the report, the patient was doing well and was having his dose slowly titrated. At the time of the report, the device system was used to deliver prialt. It was later reported that the patient was overmedicated in the pacu and that the physician had since changed the patient¿s pump medication from morphine to prialt and the patient was doing very well.

Manufacturer narrative:
Type of report was updated to reflect the accurate report sources.